Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found that failure analysis found the primary failure of instrument grips -tips / bent ¿ severely and ¿arcing of the jaws¿ to be related to the customer reported complaint. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 1.71mm. The grips were not found to be cracked. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon and nurses noticed the arcing of the jaws. No movements affected, just the surface of the grip. The procedure was completed with no reported injury.